Manufacturer narrative:
A comprehensive batch review is being conducted. Once results are available, a follow-up will be submitted.

Event description:
Rti surgical inc, d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with an article found through a literature search. Which type of duraplasty is best for chiari type I malformation surgery? L. G. Valentini, md, et.al.; neurological focus, 2025, 58(2):e13. The study investigated whether the selection of different dural substitutes and distinct dural repair techniques correlates with the incidence rate of postoperative csf leak in a mixed population of adults and children (data from 409 patients). The following treatment groups with tutogen products were included: tutopatch with duragen (group 4; 68 patients) and tutopatch alone (group 5; 45 patients). In addition, duragen as similar device for tutopatch was used in several treatment groups. Csf leaks were: 12 patients (17.6%) in group 4, and 8 patients (17.7%) in group 5. Five patients (7.3%) in group 4, and 4 patients (8.8%) in group 5 needed revision. Further complications have not been reported. Individual patient data are not provided (even the supplemental material only provides means per group). Tutopatch was used in-label.

Manufacturer narrative:
In total, (B)(4) patients (B)(4) received tutopatch. Twenty patients developed a cerebrospinal fluid (csf) leak. Nine patients underwent revision surgery. Two patients received a ventriculoperitoneal (vp) shunt due to the development of a hydrocephalus. The authors of the article did not provide a causality assessment regarding the tutopatch grafts (or the other materials used). A temporal relationship was not described and can hence not be assessed. A batch documentation analysis could not be performed as product ids were not initially reported nor provided after tutogen made several follow-up attempts. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. All the adverse events documented in the article are considered serious because they represent a deterioration of the patients' health which required medical intervention. Csf leak is listed in the current valid IFU for tutopatch. The need for a revision surgical procedure and the development of a hydrocephalus with necessary shunt placement are not listed in the current IFU. Since there is no evidence pointing to a causative role of the tutopatch grafts, this case is assessed as not related. Tutogen considers this case closed since no new information is expected to be provided.